Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 130 mg/dl. The customer stated that the bolus button did not respond. He reported that if he wanted to bolus, he pressed the up button, and it works, but if he pressed the down or up act key, the insulin pump would not respond for an hour. No significant events leading to the keypad issues were observed. He noted that it was snowing outside, but he observed that when he touched the device, neither the insulin pump nor his pocket was wet. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.